Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the suspect device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-62267 for the associated device information. It was reported to boston scientific corporation on december 07, 2018 that two wallflex colonic stents have been implanted to treat a 4cm malignant stricture in the colon during a colonoscopy with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the first wallflex colonic stent (the subject of MFR. Report # 3005099803-2018-62267) was deployed but in an incorrect location. A second wallflex colonic stent (the subject of this report) was deployed through the scope to extend the first stent across the stricture; however, the stent migrated proximally during deployment. Reportedly, the physician was comfortable leaving the stents in place. A third wallflex colonic stent was used to complete the procedure. There were no patient complications reported as a result of this event.